Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead displayed high pacing impedance. Additionally, the implantable cardioverter defibrillator (ICD) was thought to have a setscrew problem. Both the device and rv lead were extracted/removed and a new lead and device were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.